Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the leadless implantable pulse generator (ipg) was implanted, the process of tether removal was started. At the end of tether release, they felt resistance on the tether, pulling the tether was paused immediately. Under fluoroscopy it was noticed that the device had changed position. Soon after release, all pacing and sensing parameter measurements worsened. Based on the parameters drop, decision to remove the device was made. During the various attempts of removal, the device dislocated into the pulmonary artery (pa). Numerous and various attempts to remove the device from the pa failed. In the light of these failed attempts and also, difficult vascular access, heavily prolonged procedure, and overrun dosage of radiation, the procedure was aborted. The device was explanted several days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.